Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (>= 10,000 ohms). It was reported that the lead looks like it was pulling and distended. The patient was referred for x-rays. It was reported that the patient was hit with a ball in physical education class in the lead area and this may be the cause of the high impedance. The patient was referred for surgery. The x-ray review was received which indicated that no obvious discontinuity of the leads were identified. The patient underwent generator and lead replacement on (B)(6) 2013. The lead and generator were received for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were reviewed by the manufacturer. The generator was seen in a normal position in the left chest. The filter feedthru wires appear intact. The lead pins appear to be fully inserted into the connector block. The lead wires appear intact at the connector pins; however, there was a portion of the lead located behind the generator that cannot be assessed. There does not appear to be any lead discontinuities in the portion of the lead that could be visualized. The electrode placement appears to be normal. No tie downs appear to be present and the strain relief bend and loop are not seen as per labeling. No sharp angles were noted in the lead. Product analysis was performed on the returned generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was performed on the returned lead. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.